Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: d3 (country type and country), h6 (impact code, clinical code, type of investigation and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Additionally, upon reviewing the case, the description of the incident details that as a result of the device issue, the customer needed to be seen in the emergency department. However, there is limited information to determine the clinical harms and severity based on the event details. Due to the insufficient information at this time, the code of unexpected medical intervention was selected to describe the overall impact, and should additional details be made available the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Lot # 9071857. Catalog# 320119. Date of event march 28, 2024. Sample status unknown . Major issues, could be related to needle use with a particular product I am not wishing for any lawsuit, though I wish for you to see this video. Btw, the same product when I put on a new needle worked fine. Twice I have been to the emergency room and almost died. Both times this happened with your product check my last injection. You should be aware before a lawsuit does happen. I have already paid for 2 emergency room visits and 1 involved an ambulance. I hope you look into this and save others from a similar fate.

Manufacturer narrative:
H3 other text : device is not available.